Event description:
It was reported that pt experienced pain at the ipg site due to the size of the ipg. The physician removed and replaced the ipg with a smaller model. In addition, the ipg site was relocated from the pt's abdoment to his back.

Manufacturer narrative:
MFR's eval: device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.